Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including chronic fatigue, brain fog, muscle ache, poor recovery, joint pain, hair loss, dry skin, dry eyes, dry mouth, easy bruising, slow healing, tender lymph nodes in neck, tingling, numbness, breast pain, poor circulation, dehydration, frequent urination, neck pain, back pain, skin pigmentation changes, hypopigmentation around lips, discoloration around eyes, premature aging, persistent infections, persistent cough, headaches, dizziness, anxiety, mood swings, depression, emotional instability. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.